Manufacturer narrative:
Investigation summary: investigation into the event showed unacceptable precision test results. Review of datalog files revealed that daily system maintenance was not being performed as recommended. An ocd field engineer replaced several analyzer components. The service actions have returned the analyzer to expected operation as verified by qc performance. The root cause of the event is instrument related.

Event description:
A customer observed multiple tsh outlier results on the vitros eci analyzer. The biased results were not reported. Biased results of the direction and magnitude observed may lead to inappropriate physician action. There was no report of pt harm as a result of this event.